Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :the complaint device is not being returned, it was implanted by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l68362), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that postoperatively to an arthroscopic anterior cruciate ligament reconstruction with medial meniscal repair procedure of the right knee using a truespan 12 degree peek device, it was observed that the patient had a possible collapse of compartment and rapid joint disease from suture three months after the initial surgery performed on (B)(6) 2021. It was reported that the issue was discovered through post-operative x-ray. It was reported that the patient was currently healthy but with arthritis and collapsed medial compartment. It was reported that a monovisc injection was given but there were no procedures scheduled at this time to repair the damage. It was reported that the collapse of medial compartment means severe premature degenerative joint disease and loss of joint space. It was reported that there were no fractures involved and no additional surgical interventions are planned. It was reported that neither the acl reconstruction or the meniscal repair failed. No additional information was provided.